Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in a vehicular accident and hospitalized due to hypoglycemia. The reported blood glucose reading was 27 mg/dl. It was reported that the customer was making treatment decisions based on her sensor glucose readings. It was discovered that the customer was calibrating the sensor incorrectly. Nothing further was reported.